Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Similar model ec38-i10l-us is available in the USA with a 510k number k131855. The device was received at pentax service facility for further evaluation on service order (B)(4). The device was inspected where the user narrative was not confirmed. Inspection findings are as follows: unit tested all function pass, passed wet leak test, customer complaint not stated, passed dry leak test. On 09-nov-2021, a device history record (DHR) review for model ec38-i10l, (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 13apr2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. Since the device functioned as intended, it was returned to pentax loaner inventory. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax video scope ec38-i10l. In the event reported, the user stated no video image. The timing of the event was in the procedure room before use. There was no adverse event reported with this complaint. No other information provided with this complaint.